Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. A root cause for the reported event could not be determined through this evaluation. The inflow conduit/vad connection was re-threaded and the implant proceeded without issue. The patient remains on lvad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the surgeons observed a significant amount of bleeding as they were about to close the patient's chest at the end of the implant procedure. It was reported that estimated lvad flow values were okay at the time. After looking for a source of bleeding, it was observed that blood appeared to be leaking from one side of the inflow conduit connection and the connection appeared only partially engaged. The patient was emergently placed back on cardiopulmonary bypass. The patient's heart and vad were pulled up, the inflow conduit was held firmly to the vad, and the connection was rethreaded. The inflow conduit and pump were not pulled apart and re-engaged. It was reported that the surgeon checked the connection three times but could not say with certainty that the inflow conduit ratcheted. The perfusionist who built the pump indicated that the connection did ratchet down as expected during device preparation. It was reported that the patient began responding to commands on (B)(6) 2015. The patient is reportedly progressing nicely and has moved from the intensive care unit to the step-down unit. It was reported that there are no plans for further surgical intervention.